Event description:
During preventative maintenance of the device, the central control monitor displayed an error message indicating full battery power may not be available suggesting that a power supply may have failed. The heart lung console is fully functional with one of two power supplies operating, however, without the second power supply, the backup battery power source cannot be recharged. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.